Event description:
It was reported that the surgeon noticed tass - toxic anterior segment syndrome one day post implant of crystalens at-50ao. A ci-28 delivery device was used to implant the lens. The surgeon is not sure if explant will be necessary. Additional info was requested but has not been received. Reference MDR #2031924-2012-00041.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event cannot be determined.